Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device loss of cuff pressure. It was reported that it was replace by the physician urgently.